Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. There are likely clinical factors that have contributed to the patient's death that include the patient's previous medical history, anticoagulant therapy and related comorbidities. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke is a known potential clinical adverse event associated with vads as outlined in the IFU. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Device retained by patient.

Event description:
It was reported that the patient expired on (B)(6) 2014 due to ischemic cerebrovascular accident (cva). The physician reports that the death is not device related. An autopsy was not performed. The device was not explanted and all items were disposed of at site. Of note, the patient did not have a prior history of stroke or hypercoagulable state. The circumstances leading up to the patient's death are unknown. No additional information has been provided.